Event description:
The clinician reports the implant was inserted (B)(6)2023 in ada 23. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6)2024, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, increased sensitivity and abscess. No further patient complications were reported.